Manufacturer narrative:
A customer contracted a customer care center (ccc) specialist. The customer stated that their ion selective electrode (ise) valve failed. The ise valve was replaced. Siemens is investigating the event.

Event description:
A discordant, falsely elevated sodium result was obtained on a patient sample on an advia chemistry xpt instrument. The initial result was not reported out to the physician(s). The customer repeated the same sample on an alternate instrument, resulting lower. The repeat result was reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated sodium result.

Manufacturer narrative:
The initial MDR 2432235-2017-00187 was filed on march 10, 2017. Additional information (03/13/2017): the cause of the discordant, falsely elevated sodium result is due to the malfunction of the ion selective electrode (ise) valve. The instrument is performing according to specifications. No further evaluation of the device is required.